Event description:
It was reported that the modular cable had a connection issue.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be submitted under MFR # 2916596-2022-00819.